Manufacturer narrative:
Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity found. The subject device was returned to (B)(4) for eval. Based upon the eval of the subject device by (B)(4), it was confirmed that there were brown residues, and scratches inside of the instrument channel of the subject device. The damages inside of the instrument channel possibly occured by handling of the facility. The facility did not dry fully the subject device before storage. It is confirmed that the facility used a non-olympus automatic endoscope reprocessor whose compatibility was not validated. As mentioned above, the facility's inadequate reprocessing and storage could not be ruled out as contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that cellulosimicrobium cellulans, rhodococcus erythropolis, and gramm-negative stabchen were detected from the channels of the subject device during a routine inspection at the facility.